Manufacturer narrative:
Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric variceal ligation procedure performed on (B)(6) 2022. During the procedure, the first suture twined with the third band resulting to the device could not deploy bands off of the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric variceal ligation procedure performed on (B)(6), 2022. During the procedure, the first suture twined with the third band resulting to the device could not deploy bands off of the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only handle assembly) was analyzed, and a visual evaluation noted that the slack was taken up correctly. The handle presented marks indicating that the trip wire was secured, consistent with the finding when the device was observed under magnification. The ligator head was not returned. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy could not be confirmed. Upon analysis, it was found that the slack was taken up correctly and the handle presented marks indicating that the trip wire was secured. The ligator head was not returned; hence, it was not possible to determine if the bands unable to deploy. Based on a review of all available information, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause of this complaint is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.